Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient's stay safe cap cracked and leaked. The patient was in the clinic for pd training. When she was finished training the patient, the nurse took off the extension set and placed the cap on the patient's pd catheter and put a bandage over the whole pd catheter. The patient visited another section of the clinic when she reported that the bandage was wet with fluid. She returned to the nurse and it was reported that a small amount of remaining pd fluid had leaked from the patient's catheter and that the cap had a crack. The patient was flushed with fresh dialysate and given 2g vancomycin prophylactically. The next day, the effluent was clear and she did not have any signs of infection. The cap was retained and is being made available for investigation. No adverse event reported at this time.